Event description:
Olympus (omsc) was informed that the customer endoeye flex 3d deflectable videoscope was returned to olympus for service/repair for a ¿tip leak¿. The reported problem was found during an unspecified event. Upon inspecting and testing, the service evaluation found the adhesive from the objective lens at the distal end is peeling off. No death, injury or harm was reported. This report is being submitted to capture the adhesive defect.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, scope failed the leak test due to holes in the universal cord and holes in the video cable. Additionally, found the adhesive from the objective lens at the distal end is peeling off. Also, there are white lines on the image. The angulation is below standard due to an elongated wire. The bending section adhesive is missing. The video cable is buckled. The free/engage lever is heavy. The index of the light guide connector is peeled off. There are scratches on the following: the bending cover, the grip, the right left plate, the black cover, the video connector, the light guide connector, surface of the light guide connector, video connector, the video connector case. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. A review of the device repair history shows the device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation, the cause of peeled off adhesive at the distal end objective lens is potentially due to physical stress or deterioration due to chemical stress during reprocessing. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information to device identifications.